Event description:
It was reported that when the device was used during a gastrectomy procedure, some staples did not form. It was not reported how the case was completed. There was no reported pt consequence.